Event description:
A sample was returned for evaluation in reference to an alarm on the home choice (hc). During evaluation of the sample, it was found that the sheeting was cut in several places on the cassette. During follow up on the originally reported alarm, the care giver (cg) said that the supplies looked the same as every other night. The cg said therapy was resuming on the cycler. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The lot number was not available therefore a batch review will not be performed. The actual sample was evaluated. The complaint for a leak was confirmed. The root cause was undetermined. Baxter has conducted a trend review and no trend was identified. A follow-up MDR will be submitted if any additional information becomes available.